Event description:
Event description cpi received information that two myocardial leads were removed from service due to a rate sensing issue. An invasive procedure was performed to explore the system, no problem was detected with the leads. However, the physician elected to replace the two leads and also the implantable pulse generator (ipg). Implanted-07/13/87. Out of service-08/05/96. Implant months-108.7.